Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -18.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. It was reported that the lens tore/broke during injection/delivery into the eye. On (B)(6) 2019 the lens was removed and replaced within the same surgery with no patient injury. It was reported that the replacement lens resolved the problem.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue on the lens. Visual inspection found the lens haptic torn with residue on the lens. Claim#: (B)(4).